Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was isolated to the electrode belt trunk cable being pulled and cut from the distribution node (dn), exposing wires within the cable. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.